Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 122 mg/dl on a professional meter and 249 mg/dl on the advantage test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: comfort curve strip lot and expiration date unknown, as the customer discarded the strips.